Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit, resulting in premature battery depletion. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that one month post implant, the pulse gen- erator indicated a battery voltage of 2.68 v, current drain 76 ua with a remaining longevity of 0.25 - 0.5 years.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.